Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self test. Pump was successfully downloaded using thump and no unexpected power alarms were noted in the history files or traces on the event date of 07-nov-2025 or seven days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed batt test alarms noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. The customer¿s alleged failed batt test was not confirmed during testing or in the history files. Pump passed the required testing. Cosmetic damage at the screen was not confirmed however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump has rejected the batteries and the scratches all over the pump and on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.